Event description:
The reporter called lifescan and alleged that the pt's meter was set to the incorrect unit of measurement. On the day of the event, the pt ate baked beans at approx 1:00 p.m. The pt then tested their blood glucose at approx 5:00 p.m. The result was "36 mmol/l", however, because the meter was set incorrectly, the actual result may have been 36 or 360 mg/dl. Pt did not have any symptoms at the time of testing. The pt took 18 units of humalin n, which is their normal regimen. Pt did not eat dinner because of the high result. Pt then began their dialysis treatment and did not retest their blood glucose before pt was found moaning in the bathroom at around 7:00 p.m. The paramedics were called and when they arrived, they tested the pt's blood glucose. The result was 2.1 mmol/l. Pt was put on a glucose IV and taken to the hospital. When the pt arrived in the hospital, the pt's blood glucose result was 5.0 mmol/l. Pt was treated for low blood glucose and released a few hours later. The pt stated that the meter was previously set to the correct unit of measurement. Pt did not recently make any changes to the settings. Based on the info supplied by the reporter, there is evidence that the meter experienced a spontaneous power interrupt, which is a malfunction. There is also evidence that the meter contributed to a serious injury. This case is being reported as an adverse event. A replacement meter is being sent to the pt.